Event description:
It was reported that the patient had persistent low flow alarms without an identifiable cause. The patient's event and periodic log files contained multiple low flow alarms from 09feb2024 until the log retrieval on 11feb2024. The estimated flow appeared to be fluctuating below the alarm threshold of 2.5 lpm. The patient was asymptomatic, euvolemic, and normotensive with fluid challenges. A computed tomography (CT) imaging was performed. Although the imaging showed no intracardiac obstruction, a repeated scan was still planned; the patient's haptoglobin levels were less than 1. The patient experienced right ventricular dysfunction and was started on inotropes with no significant change. The patient experienced no symptoms of right heart failure. A pump exchange was performed on 21feb2024 due to suspected inflow cannula obstruction/thrombus.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
B1: type of report: corrected d1: brand name: corrected d4: catalog number and UDI: corrected d6b: date of explant: corrected d9: device available for evaluation?: corrected h6: health effect - impact code and medical device problem code: corrected manufacturer's investigation conclusion: low flows were confirmed via the submitted log file data; however, a specific cause cannot be conclusively determined through this investigation. The evaluation of heartmate 3 left ventricular assist system, serial number (B)(6) did not reveal any device-related issues. The submitted controller event log file contained events spanning from 10feb2024 to 11feb2024. A persistent low flow alarm was recorded throughout the entire log file with estimated pump flow ranging from 2.1 lpm (liters per minute) to 2.3 lpm. (B)(6) was returned assembled with the pump cable severed approximately 3.5¿ from the pump header. The remainder of the pump cable and the modular cable were not returned. The sealed outflow graft (lumen and bend relief) were not returned. The cuff lock was returned in the default position, and the apical cuff was not returned. Examination of the blood-contacting surfaces of the device did not reveal any developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad (left ventricular assist device) periodic log file retrieved from the returned device contained data spanning from 10feb2024 to 21feb2024, recorded in one-hour intervals. A decrease in lvad mean flow from 2.6 lpm to approximately 1.5 lpm was recorded over the first 5 days of the log file, with lvad mean flow ranging from 1.2 lpm to 1.7 lpm for the remainder of the log file. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1, ¿introduction,¿ outlines potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4, ¿system monitor,¿ outlines all system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6, ¿patient care and management,¿ states: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump.¿ section 7, ¿alarms and troubleshooting,¿ outlines all audible/visual alarms and the actions to take in the event one occurs. No further information was provided. The manufacturer is closing the file on this event.